Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to poly wear and dislocation. A size 28 0° liner and 28 +0 metal head were revised to a 32 +4 lateralizing insert and 32 +4 v40 biolox head. Rep provided the revision usage sheet and reported that no further information is available.